Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 intermittently was able to provide co2 insufflation. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The cannula was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed. There were no nonconformance observed to the cannula or insufflation tube. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a calibrated uson. A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch reinflated. The test was then repeated for the reported cannula. The reference endosocope was inserted in to the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. We were unable to reproduce the reported failure in our testing. Based upon the returned condition of the device and the results of the investigation, the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 intermittently was able to provide co2 insufflation. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.